Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 411 mg/dl. The customer was in emergency room. The customer was treated with intravenous drip and manual injection. The customer experienced symptoms such as nausea and vomiting. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleges insulin pump was under delivering. The customer stated that they were using the auto mode feature. The customer perform displacement test and insulin pump successfully complete all steps in displacement verification table and able to passed the test. The insulin pump will not be returned for analysis.